Manufacturer narrative:
This failure could not be verified due to no product being returned for eval. A root cause is unable to be determined; therefore, no corrective actions will be taken.

Event description:
The catheter PICC broke (the professional was handling the newborn, the catheter tangled and broke keeping a remnant part in the newborn). The remnant part was removed manually. The catheter presented rupture at the insertion point with the pt attachment.